Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of partially discharged battery installations and resulting low battery warnings. During testing, current draws measured within specifications and no warnings related to battery life were duplicated. The pump case was removed, and no intermittent conditions were found on the printed circuit board. The battery life complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.